Event description:
Note: based on additional information received on (B)(6) 2009 of guide catheter stretched; this event is now deemed a reportable event. It was reported to boston scientific corp that a flexima biliary stent system was used during a endoscopic biliary drainage procedure within the common bile duct performed on (B)(6) 2009. According to the complainant, during the procedure, the guide catheter stretched and the stent was unable to be deployed. The procedure was completed with a different device. There were no pt complications reported as a result of this event. There were no pt problems at the conclusion of the procedure.

Manufacturer narrative:
The complaint device has been received for analysis; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).